Manufacturer narrative:
The lot was manufactured from november 06, 2019 - november 07, 2019. Seven (7) actual samples were received for evaluation. A visual inspection was performed which observed a loose white foreign matter inside the lower right of the bag only in sample one (1). No foreign matter was observed of samples 2 through 7. The white particle was isolated and analyzed using fourier transform infrared spectroscopy with a microscope module (ftir). The ftir spectrum of the particle was determined to be consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified with sample 1 and not confirmed in the remaining samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was found in seven (7)1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.